Event description:
Customer reported a potassium chloride rider infused too quickly. A possible check valve failure is suspected. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer indicated the set would be returned for an evaluation of a possible check valve failure. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.